Event description:
It was reported that during a follow-up in clinic, the device went into backup vvi mode during a firmware upgrade. The new version of the software was not upgraded. The patient was asymptomatic and will be brought back to the clinic for the upgrade later. No further information was provided.